Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored in addition to the battery compartment being cracked. This report is made based on results of investigation completed on 11/26/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: the display screen was dim and discolored. Additionally the battery compartment was cracked. Unrelated to the display and battery compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).